Event description:
It was reported that the implant failed to osseointegrate.

Manufacturer narrative:
Device has not been returned. Additional information is required to complete the investigation. The user will be contacted and follow-up will be provided.